Event description:
It was reported that there was particulate matter observed in an intermate unit. This was observed before use. The reporter stated that the particulate matter was found around the cap and the tubing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and microscopic inspection identified particulate matter embedded in the material of the fill port cap. This confirmed the reported condition. The cause was determined to be an error during the molding process at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.